Manufacturer narrative:
Follow-up #1: date of submission 01/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the pump black box showed evidence that unexplained por events had occurred. The pump was examined and found that the battery compartment was cracked on the side of the compartment from the threads down to the case cover and the battery cap was found to be stripped. When the returned battery cap was used, power issues were duplicated. A test cap was inserted and was able to secure and maintain power. The pump was exercised for 24 hours without power issues. The pump was opened and no damage was noted to the pump power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.